Manufacturer narrative:
The customer meter and test strips were returned. The test strips and vial showed no defects, in addition, the meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and reference meter: donor 1: 3.0 inr, donor 2: 3.2 inr. Customer strips and customer meter: donor 1: 3.0 inr, donor 2: 3.3 inr. The returned customer material and retention material comply with the specification. The complained lot and meter have fulfilled the release criterion of product control.

Manufacturer narrative:
The allegation in this case has not been substantiated. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of discrepant back-to-back inr results from coaguchek "inrage" meter serial number (B)(4). The customer meter results were: 4.1 inr at 5:36 p.m., 2.9 inr at 5:38 p.m., 3.4 inr at 5:39 p.m.. The customer lightly pressed on different fingers for each blood sample. The customer's therapeutic range is 2.0 ¿ 2.5 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.